Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that was a connection issue with two (2) transfer sets; the female connector could not connect tightly with the minicap. This occurred during peritoneal dialysis therapy. The minicap was reported to be fine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.